Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a resolution, the customer planned to use multiple daily injections as backup insulin therapy.